Manufacturer narrative:
Asku - the reporter is a lay user/patient. This event occurred in (B)(4).

Event description:
The customer complained of discrepant high inr results on coaguchek xs meter with serial number (B)(4). The customer tested himself 3 times on the meter with results of 6.8 inr, 7.0 inr and 7.2 inr. The customer used a different finger for each test. Since these results were much higher than expected, the customer went to the hospital to test again. The customer was tested on a coaguchek xs pro meter at the hospital with a result of 5.4 inr. There was approximately 90 minutes between the tests on the customer's meter and the test at the hospital. The customer's therapeutic range is 2.3 - 3.5 inr. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 3.0 inr, customer meter and master lot strips: 3.1 inr . Donor #2: retention meter and master lot strips: 2.9 inr, customer meter and master lot strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.